Event description:
It was reported that during an afib procedure, the systolic blood pressure of the patient dropped from 120 to 90 and then to 60 mm hg. The ablation was stopped and ephedrine was given to stabilize the patient. Transthoracic echocardiography (tte) was performed and pericardial effusion verified. However, effusion was small and no pericardcentesis had to be performed. The patient had a small left atrium, and the physician was not able to maneuver the catheter to posterior veins and transseptal puncture was done very anteriorly. Regarding the causality of perforation, the physician stated that it could have originated from scratching posterior wall of left atrium (la) with needle/dilators after transseptal puncture or from catheter movement in left atrial appendage (laa). The patient was stabilized and monitored for another 45 min before being transferred to cpu. The event required hospitalization for approximately 3 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated visually, for patency flow and for deflection characteristics; it was also tested for electrical performance, thermal sensor response and stockert generator compatibility. The catheter was found within specifications and passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.